Event description:
It was reported that when the intra-aortic balloon (iab) was prepped per instruction the user heard the "click" when the fiberoptix sensor (fos) was inserted into the pump (s/n (B)(4)). The iab was inserted via a sheath and into the pt's femoral artery. The pump did not give the signal that the fos was connected. As a result, the md removed the iab and replaced it with another iab-05840-lws (same lot number) and used the same insertion site. There was no reported pt death or injury. Medical / surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed / interrupted for the time frame required to obtain, prep and insert the second iab. There were no reported pt complications and the pt outcome is fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.